Manufacturer narrative:
Sample collection and centrifugation data were not provided. Per customer, calibration is performed every morning or as necessary. Qc is run every shift and was within established ranges. The customer fixed the glucm module stir bar and cancelled the service call.

Event description:
A customer contacted beckman coulter inc. To report obtaining two (2) erroneous glucose (glucm) results, generated by the unicel dxc 800 pro synchron chemistry analyzer. Erroneous results were not reported out of the lab. Samples were retested and reports were amended. There were no reports of change to patient treatment or diagnosis associated with this event.